Manufacturer narrative:
One smiths medical cadd legacy pump was returned for analysis in a good condition. During analysis, the customer's reported problem was verified. Inspected the pump and during power up, it was found to be continuously beeping without attached cassette. The "pump turned on and pump turned off" repeatedly occurred and displayed in an event history log which showed evidence of double beep. Further investigation of the pump determined that the downstream occlusion sensor was defective and was the root cause of the double beep. Service will replace the downstream occlusion sensor to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that during testing a smiths medical cadd legacy pump exhibited double beep no cassette. There was no patient involvement in this event. No adverse effects were reported.